Event description:
As reported via the edwards clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) procedure post successful implant of the edwards sapien valve there was severe central aortic regurgitation (ar) per echo. A second valve was prepped and implanted which resolved the ar. No paravalvular leak (pvl) or central leak (cl) was noted following deployment of the second valve.

Manufacturer narrative:
This patient was noted with a mildly calcified stj, moderately calcified aortic root and moderate distribution of leaflet calcification. The patient did not have a narrow stj. Prior to deployment of the first edwards sapien valve the image intensifier angle was noted to be good with good coaxial alignment of the valve and the delivery system. The valve was positioned 50:50 within the aortic annulus prior to deployment. During deployment there was no loss of pacing capture and ventilation was help during deployment. Post deployment the valve position was noted to be 50:50 within the annulus. The second edwards sapien valve was positioned 60:40 within the first valve and the position was noted to be 60:40 aortic post deployment. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak, and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. In this case, the exact cause of the reported central leak from the first valve cannot be determined; however, in addition to procedural factors it was stated that a leaflet of the first sapien valve was stuck open. Furthermore it was noted that there was possible native leaflet over-hang. Additionally, patient factors such as calcified native leaflets could have contributed to the event. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.